Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. The loading unit was loaded into a post market vigilance instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
According to the reporter, during a lap nephrectomy which involved the renal artery, the reload did not clamp down correctly but was articulated. The tech reloaded the same reload and clamped down on renal artery but it did cut but did not staple. This resulted in blood loss of more than 500cc, to resolve the issue a surgical anastomosis renal artery done emergently. The last known patient status is that she was discharged after hospitalization.